Event description:
The pt is a 6 yr-old type I diabetic. His mother reported inaccurately low blood glucose readings with test strips, lot unknown. The pt's mother opened the bottle of test strips within the last 2 weeks and began using them. Approx one week ago, her son's school called to notify her that her son's blood glucose level was 18 mg/dl. She rushed to the school where the nurse performed a blood glucose test and the result was 180 mg/dl. Thirty minutes later, the pt's mother performed a blood glucose test with another strip and the result was 309 mg/dl. The pt has not eaten anything between the last two tests. The code was set correctly in the meter. A check strip test was performed immediately after the test with the other test strip and the result was in range (no specific result available). Because the contact does not have any normal control solution, a control test was not performed. The pt's mother stated that she had removed the desiccant from the bottle of first device upon opening. Because the contact threw the test strips away, the lot number is not available and the test strips cannot be returned for evaluation.